Event description:
Prior to a routine device exchange, increased capture threshold and increased defibrillation impedance were detected on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.